Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic j-pouch/large bowel resection, when reload was loaded to the powered handle for the first firing, the reload could not be loaded even after trying many times. The reload was rotated to no avail and operation check of the device was unavailable. The reload was replaced with a new one and fired, but the firing stopped halfway despite the thin colon and firing cycle completed. The procedure was completed with another device. There was no patient injury.